Event description:
The physician has the perception that alizea device residual longevity is inaccurate and suspicious of shortened longevity. The physician is surprised about the gap observed on the longevity displayed post implant and the longevity displayed during the one month post implant follow-up.

Event description:
The physician has the perception that alizea device residual longevity is inaccurate and suspicious of shortened longevity. The physician is surprised about the gap observed on the longevity displayed post implant and the longevity displayed during the one month post implant follow-up.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.